Event description:
It was reported to boston scientific in 2008, that an endostat iii electrosurgical unit device was used for a hemostasis procedure (patient age, gender, and weight unknown) three days prior. According to the complainant, "endo iii the unit just shuts down in the middle of the case. Not able to continue the case." No patient complications were reported as a result of this issue.

Manufacturer narrative:
The device has not been returned; therefore a device analysis can not be performed, thus the cause of the event is unknown. A review of the device history record for the pertinent lot was performed; no anomalies were noted.